Event description:
The customer contacted abbott for hemoglobin "syringe fail to home" error messages generated on the cell-dyn sapphire hematology analyzer since the installation of the syringe. The error is generated after 3 pt samples are analyzed. The abbott customer technical advocate recommended the customer clean the syringe and replace if necessary. The customer agreed to monitor the syringe performance and would call back if assistance was required. The customer reported the issue was resolved and no further assistance was needed. There was no impact to pt management reported by the customer.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Concomitant medical products: cell-dyn sapphire hemoglobin syringe, list # 8h49-02. Date received by manufacturer : the date received by manufacturer in the initial medwatch submission for this complaint was incorrect. The correct date received by manufacturer was (B)(4) 2008. This follow up MDR for remedial correction 2919069-8/6/07-004-c is submitted late. The cell-dyn sapphire hemoglobin syringe, list number 8h49-02, was manufactured on (B)(4) 2007 and was identified by the vendor to have been manufactured with insufficient or inconsistent amount of silicone lubricant applied to the tip of the syringe plunger. The affected syringes with a package date of (B)(4) 2007 through (B)(4) 2007, caused the cell-dyn sapphire analyzer to generate an error message upon installation of the syringe or shortly thereafter. The cell-dyn sapphire hemoglobin syringe was distributed for the cell-dyn sapphire analyzer only and did not impact other cell-dyn analyzers. The issue was resolved when a new cell-dyn sapphire hemoglobin syringe, list 8h49-04, was manufactured by a new vendor and released for distribution on (B)(4) 2009.